Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported that on (B)(6) 2010 during the night the infusion device began to vibrate and "standard bolus" was displayed on the screen. The pt stated she had not pressed any buttons. On (B)(6) 2010, the pt changed the battery and e8 (power interrupt) was displayed on the infusion device. The pt removed and reinserted the battery and e8 displayed. The pt had a difficult time clearing the error. She stated, the buttons are hard to press. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was requested to be returned for eval.